Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other four proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery (lcfa) was attempted using five proglide devices with a 6f sheath, using a pre-close technique, prior to a percutaneous coronary intervention (pci) with impella assistance. Reportedly, a suture break occurred for each of the five proglide devices. The sheath was upsized to 16f and the pci was completed. Lateral side balloon tamponade and manual arterial compression were used to achieve hemostasis in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.